Event description:
It was reported that the device was explanted approximately after an implant duration of 64 months, due to severe symptomatic mitral regurgitation. Info learned from the operative report.

Manufacturer narrative:
Device not returned.